Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with shortness of breath and chest pain. The right ventricular (rv) lead exhibited low r-waves and a possible capture issue. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and capture could not be confirmed. The left ventricular (lv) lead exhibited a possible capture issue. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b1; b2; b5; b7; h1; imf (annex f) health impact codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented with shortness of breath and chest pain. The right ventricular (rv) lead exhibited low r-waves and a possible capture issue. The right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and capture could not be confirmed. The left ventricular (lv) lead exhibited a possible capture issue. The leads remain in use. No further patient complications have been reported as a result of this event. It was additionally reported that manual threshold testing was normal and stable. Programming changes were made to rv output and lv safety margin. No changes were made to the ra lead.